Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attaching the cartridge to the device on the second firing during a lobectomy, the firing stopped halfway. The sales representative confirmed that the thread went forward and staple pusher was pushed up. It was stated that there was a high possibility that the vent occurred because of the attachment of the cartridge after the firing. The procedure was completed with another device. There was no patient injury.